Manufacturer narrative:
The patient had experienced one (1) crown which was not fully seated and one (1) crown which was not able to be seated. The doctor cut one (1) crown off and the second crown could not be placed due to the cement which had set up inside of it. The patient returned to the office at a later date and two (2) new crowns were cemented using a different product, without further incident. The patient is doing fine at this time. The product involved in the alleged incident was not returned. Lot number 4702597 has been identified as an affected lot which is part of an ongoing maxcem elite recall; therefore, no further evaluation is necessary.

Manufacturer narrative:
The product was returned and verified as a recalled lot of the maxcem elite product. The device problem is already known; therefore, no evaluation will be performed.

Event description:
A doctor's office alleged that the maxcem elite clear had set up too quickly during procedures on two (2) patients. This is the second of two (2) reports.